Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump. It was reported that during priming of the tubing set, the tubing separated at an unspecified location. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No reported medical interventions. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.